Event description:
It was reported by the affiliate that prior to a breast biopsy procedure the following: at opening the package, the surgeon noticed that the plastic introducer was broken. There was no adverse consequence to the patient.

Manufacturer narrative:
H3 evaluation summary: the analysis results found that three c1535 instruments were received and were noted to have the introducer tubes broken. No conclusion could be reached as to what may have caused this component to become damaged. Additional lot #v4z469.